Event description:
It was reported that during the implant procedure, the pulse generator did not exhibit output. The device was not implanted and a new one was used. The patient was in good condition during and following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found normal device characteristics.